Manufacturer narrative:
As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection and x-ray examination of the lead did not find any anomalies except procedural damages. The reported event of sensing noise was not confirmed.

Event description:
During a follow-up in clinic, episodes of noise resulting in oversensing were observed on the right atrial (ra) lead. The ra lead was capped and replaced. The patient was stable.

Event description:
The lead was explanted and replaced during the revision procedure.